Event description:
Implant failed due to implant fracture at/after placement.

Manufacturer narrative:
The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant failed due to implant fracture at/after placement the initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow-up report.